Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving multiple shocks. Device was found in a bvvi mode. Patient had also received external defibrillation. Patient is pacemaker dependent. Device was explanted and replaced. The patient condition was fine after the event.